Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported he received unspecified high reading on his adc blood glucose meter which was higher than he felt. Customer further reported he was hospitalized because of the product and received unspecified treatment. No further information was provided as the customer declined to continue troubleshooting. There was no report of death or permanent injury associated with this event.

Event description:
Customer reported he received unspecified high reading on his adc blood glucose meter which was higher than he felt. Customer further reported he was hospitalized because of the product and received unspecified treatment. No further information was provided as the customer declined to continue troubleshooting. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid strip lot number has not been provided for the reported test strips. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. A DHR (device history review) for the freestyle lite meter was reviewed and the DHR showed the freestyle lite meter passed all tests prior to release. Clinical data was reviewed and confirmed that freestyle strips continue to be safe, effective, and perform as intended in the field. Stability data for freestyle strips was reviewed and showed no anomalies or non-conformances that could lead to the complaint. A tripped trend review was completed for the reported complaint and freestyle strips, no trends were identified that would indicate any product-related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed.